Event description:
A nurse reported during the insertion of an intraocular lens (iol), the haptic broke. The lens then disappeared into the bag due to a hole. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).